Event description:
It was reported that the "tip is bent" on the compact speed reducer. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. The protective cover for the drive shaft was not returned with the device. (B)(4) evaluated the device. A visual assessment revealed that the device had a bent / damaged drive shaft. Therefore, the reported condition was confirmed. Evidence indicates this was due to mishandling during use. If additional information should become available, a supplemental report will be sent accordingly.